Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced an electric shock in (B)(6) 2018, which resulted in a headache for 48 hours and worsening of the tremor on the patient's left side. The tremor resulted in worsening of the patient's walking as well. The patient was reprogrammed on (B)(6) 2018. The impedance measurements are normal. Device interrogation was normal and diagnostic imaging was normal. The etiology was stated to be possibly related to the device or therapy. It was also stated that the etiology was not really determined. The hcp will determine if there is improvement in the patient's condition at the next follow up . No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient's stimulation was less effective as of (B)(6) 2018. There were no abnormalities found when the device was interrogated, but there was suspicion of lead migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient was reprogrammed on (B)(6) 2019 and there was an improvement of the left upper limb tremor but thetremor is still more important than before the shock.

Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID neu_unknown_lead, lot# (hcp reported it was either 0208804452 or 0208832158, it was unknown which one) , implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received. It was also reported that there only intervention taken to this point was reprogramming. The event remains ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019 the suspicion of lead migration was avoided. The worsening tremor was stated to be caused by the decrease of the stimulation efficacity due to the electric shock on (B)(6) 2018.